Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse found that the e-100 generator data cable was disconnected and plugged the data cable back into the e-100 generator, and the issue was resolved. System tested and verified as ready for use. A review of the site's complaint history does not reveal any related complaints involving this product or this event. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by a technical support engineer (tse). Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Additional log reviews confirmed that system (B)(4) was used on (B)(6) 2022 for a benign hysterectomy surgical procedure. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: the e-100 generator was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup integrated electrosurgical unit (iesu) generator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted hysterectomy - benign surgical procedure, the customer called an intuitive surgical inc. (Isi) technical support engineer (tse) to report that the e-100 generator was not working. A message on the system stated to check energy cable. The customer stated that the e-100 generator had been rebooted, the circuit breaker cycled, power cord reseated, instrument cord reseated, and secondary instruments had been tried. Tse reviewed logs and found no associated errors. Customer would like field service engineer (fse) to follow up. The customer proceeded with the case using the erbe generator and the instrument was functioning normally. The procedure was completed as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.